Event description:
It was reported that balloon rupture occurred. The patient underwent a percutaneous transluminal angioplasty where the 95% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. During inflation, at 16 atmospheres, the balloon ruptured. The device was removed and replaced for another of the same model to complete the procedure. No complications reported, and patient status was stable.